Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left circumflex (lcx) artery with moderate calcification and moderate tortuosity. The 2.75x38mm xience skypoint stent delivery system (sds) was attempted to be advanced to the target lesion; however, failed to advance due to the anatomy. Therefore, the sds was removed from the patient and difficulty was also noted due to the anatomy. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott stent was used to continue the procedure. No additional information was provided.